Event description:
It was reported that the patient's insertable cardiac monitor exhibited loss of bluetooth telemetry. The patient was seen in clinic on (B)(6) 2026 and the icm was unable to be paired with the mobile application. The patient condition was not known.

Event description:
Additional information received indicates that the patient was brought into clinic (B)(6) 2026 and their icm was interrogated. The icm was able to be paired to the mobile application.